Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (25mg/ml, 1.2mg/day) in an implantable pump for non-malignant pain. The patient experienced increased pain. A catheter dye study was performed and showed the catheter sheared off at the spine. The sheared catheter piece sunk into the cerebrospinal fluid (csf) to the lumbar spine. A catheter revision was performed on (B)(6) 2016 where a new spinal segment was added. The issue was considered to be resolved at the time of report. The patient's status at the time of the event was stated to be alive with no injury.